Event description:
It was reported that shortly after implant, the patient thought they were being attacked and reached behind for a taster. When the patient came into the clinic the next week, the left ventricular (lv) lead showed elevated thresholds. A lead dislodgement was suspected and confirmed through x-ray. A new lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the full lead was returned in segments. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) bi-ventricular (bi-v) defibrillator 2013 (B)(6); 6947-58 implantable tachy lead 2013 (B)(6); 5076-45 implantable pacing lead 2013 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.